Event description:
Line placed under fluoroscopy in 2004. Later the same day the line was flushed prior to the administration of chemotherapy and it was noted to be leaking approx where the line curves subcutaneously as it exits the vein. The line was removed the following day and replacement inserted.